Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated with 5 units of humalog. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised customer's mother to monitor the situations.